Manufacturer narrative:
The hvad is used for treatment not diagnosis. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event include the patient's subtherapeutic inr, history of multiple, recent strokes, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event include the patient's subtherapeutic inr, history of multiple, recent strokes, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the medical personnel the patient was readmitted to the hospital on (B)(6) 2015 with complain of inability to move his lue/lle (left upper extremity (lue) and left lower extremity (lle) and difficulty getting up. The patient also had slow speech with difficulty forming words. It was stated that the patient was bridged to therapeutic inr with heparin and was discharged home on (B)(6) 2015. It was further stated that the patient is severely debilitated due to all over the evolving strokes over the past several months. Palliative care talks were again discussed, but no decisions were made. No additional information available.